Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) insertion attempt on (B)(6) 2014, lot number b94872, for permanent contraception. On (B)(6) 2014 the health care professional saw a small black piece of debris floating around in the uterus as they could see visualization of left tube. They could not completely cannulate the tube. The patient could not tolerate the procedure and essure coil was not deployed. The physician aborted the procedure. They are not sure if it was part of essure or part of their equipment. It was something like the size of the gold band on essure. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: when a phrase like "...a small black piece of debris floating..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned to bayer for investigation, it is difficult to determine if the reporter is describing an event where a piece of the micro-insert or catheter actually broke, or if the debris was from another source. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off and deployment difficulty events during the procedure are an anticipated events. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported technical defect and usability issues. However, no adverse events were reported at this point in time. No complaint sample was provide for further investigation. The reported batch b94872 (production date 16-nov-2013 and expiration date 30-nov-2016) was investigated. The technical assessment concluded an "unconfirmed quality defect". Since no adverse events were reported no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as no adverse events were reported at this point in time. The referred usability issues will be subject to post market surveillance monitoring. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and hcp saw a small black piece of debris floating around in the uterus/ not sure if it part of essure or part of their equipment, patient could not tolerate the procedure and could not completely cannulate the tube and aborted the procedure. These events were considered non-serious, and listed according to the reference safety information for essure. The event hcp saw a small black piece of debris floating around in the uterus/ not sure if it part of essure or part of their equipment, interpreted as device breakage, was initially considered unlisted, but was updated to listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, during insertion the health care professional saw a small black piece of debris floating around in the uterus and the procedure was aborted since the patient could not tolerate it. Based on the available information, a causal relationship between the reported events and essure cannot be excluded. This case was regarded as other reportable incident due to the reported breakage. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of pieces of the delivery system or micro-insert breaking off and deployment difficulty events during the procedure are anticipated events. The product technical analysis concluded an "unconfirmed quality defect" and that there is no reason to suspect a causal relationship to a potential quality deficit as no adverse events were reported at this point in time.